Event description:
The patient was diagnosed as having severe aortic valve stenosis (as) and transcatheter aortic valve implantation (tavi) using evolut fx26mm was scheduled. During the operation, blood pressure decreased prolonged after performing pre-balloon aortic valvuloplasty (pre-bav) using inoue balloon, and acute aortic regurgitation (ar) was found with echocardiography. Although a valve was placed immediately, blood pressure decreased did not improve, and vasopressor was administered and chest compression was performed. Although procedure was continued upon checking no coronary artery occlusion, pop-up of the valve occurred due to left ventricular outflow tract stenosis, chest compression, and over-paced development. Cardiac arrest occurred from acute ar and percutaneous cardiopulmonary support (pcps) was introduced. After fixing evolut valve with gooseneck, sapien3ur valve was placed under rapid pacing. After the surgery, although mild ar (paravalvular leak (pvl) remained, no pericardial fluid, coronary artery occlusion, or conduction disorder was found. One day after the surgery, the patient was weaned off pcps, 2 days after the surgery, the patient was extubated. Stable haemodynamic was found in after-surgery echocardiogram and after going through rehabilitation, the patient was discharged from the hospital 14 days after the surgery. Bibliographic information: roka yoshida et al. A case of pop-up of self-expanding prosthesis upon implanting expeditiously for occurrence of acute ar and unstable haemodynamic after pre-bav topic 2025 [tokyo percutaneous cardiovascular intervention conference].(2025.7.4,5).

Manufacturer narrative:
The facility discarded the inoue balloon a catheter used in this patient, therefore it is impossible to investigate it anymore. "Hypotension" and "aortic valve damage" have already been mentioned in instructions for use.